Event description:
Following a colonoscopy procedure, the pt's abdomen was distended and the pt complained of abdominal pain. The heart rate was 144-149 per minute and blood pressure was elevated. The pt's level of consciousness and heart rate decreased and pulse oximeter readings dropped with continuous oxygen being administered. The hosp nurse reported that an x-ray confirmed the existence of free air which indicates that perforaton had occurred during the procedure. The pt developed pulseless electrical activity and cardiopulmonary resuscitation was initiated and the pt expired. The attending physician reported that the causes of death were as follows: gram negative septicemia, perforation of the colon and complication of colonoscopy. At the time the medwatch report was completed, a full autopsy report was pending.